Event description:
It was reported that there was arcing between the paddles and paddle tray during operational testing. The customer was unable to confirm if there was any residual gel that could have caused or contributed to the reported issue. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty paddle tray assembly. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the paddle tray assembly. The customer was provided part information for a replacement paddle tray assembly to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported that there was arcing between the paddles and paddle tray during operational testing. The customer was unable to confirm if there was any residual gel that could have caused or contributed to the reported issue. There was no patient involvement.